Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No motor error alarm could be verified due to the keypad anomaly. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and motor error. The customer was unable to clear the button error alarm. Customer's blood glucose level was 100 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.